Event description:
Device 2 of 2. Ref MFR report # 1627487-2012-12173. The pt reported uncomfortable heating at the ipg site during charging. This started after the pt lost 20 pounds and her ipg is now closer to her skin. The pt reports the heating becomes uncomfortable after less than one hour of charging. Pt reports she is already following recommendations in the letter. She will take more breaks during charging so the charger does not get too for her. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a field correction. MFR's eval: corrective and preventive action (CAPA). Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.